Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: nephrectomy under laparoscopy I am coming to you because I was informed today of a case of materiovigilance at the [name] and I think that this has not been declared, but if in doubt I ask you for confirmation. A nurse told me that about 2 years ago, for a nephrectomy under laparoscopy, a piece of bag cd004 (1.6l) would have been left in the patient's abdomen after the procedure. The trocars used were applied trocars with fixation system (12 and 5mm). Post-operation, the patient reportedly complained of pain, and was re-operated by a digestive surgeon, who found a "green bead" resembling that of a cd004 bag in the abdomen. An abscess would have been diagnosed around this "green bead." The patient has since been treated and is doing well. I have no additional information (batch number, date of the intervention..). Type of intervention: post-operation, the patient reportedly complained of pain, and was re-operated by a digestive surgeon, who found a "green bead" resembling that of a cd004 bag in the abdomen. An abscess would have been diagnosed around this "green bead." Patient status: the patient has since been treated and is doing well.

Event description:
Type of procedure performed: nephrectomy under laparoscopy. I am coming to you because I was informed today of a case of materiovigilance at the [name] and I think that this has not been declared, but if in doubt I ask you for confirmation. A nurse told me that about 2 years ago, for a nephrectomy under laparoscopy, a piece of bag cd004 (1.6l) would have been left in the patient's abdomen after the procedure. The trocars used were applied trocars with fixation system (12 and 5mm). Post-operation, the patient reportedly complained of pain, and was re-operated by a digestive surgeon, who found a "green bead" resembling that of a cd004 bag in the abdomen. An abscess would have been diagnosed around this "green bead." The patient has since been treated and is doing well. I have no additional information (batch number, date of the intervention..). Type of intervention: post-operation, the patient reportedly complained of pain, and was re-operated by a digestive surgeon, who found a "green bead" resembling that of a cd004 bag in the abdomen. An abscess would have been diagnosed around this "green bead." Patient status: the patient has since been treated and is doing well..

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the event unit could not be performed and applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the root case based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.